Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the subject meter started reading inaccurately at around 9am on (B)(6) 2016, when she obtained an alleged inaccurately high blood glucose result of ¿131 mg/dl¿ on the subject meter. It was not established during the call how the patient manages her diabetes or whether she made any changes to her usual diabetes management routine after obtaining the alleged inaccurate result. She reported that following the start of the alleged issue, she developed symptoms of ¿sweaty, dizzy and unable to get her balance.¿ she also reported that during a doctor¿s office visit on (B)(6) 2016, she compared the result on the lfs meter with a blood glucose result of ¿60 mg/dl¿ on a doctor/clinic, performed more than 30 minutes apart. The time difference of greater than 30 minutes between these comparative results makes this comparison invalid for the purposes of determining an inaccuracy. The patient reported that around 9:30am on (B)(6) 2016, she was given glucose tablets/glucose gel by a healthcare professional (hcp) to treat her symptoms. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the blood samples. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high result on the subject meter and developed symptoms suggestive of severe hypoglycemia, after the alleged inaccuracy issue began.